Event description:
It was reported that some of the blue insulation on wand had flaked off and patient suffered a 2cm burn around the incision (lateral portal). Generator and irrigation pumps used were non arthrex products. This device is used for treatment.